Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker device was surgically explanted due to being found in safety mode. Besides surgical intervention, no adverse patient effects were reported. The device is expected to be returned.